Event description:
It was reported that the patients ipg was not charging or holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date manufacturer became aware of the event.